Manufacturer narrative:
The product associated with this sport has not been returned as the device was not explanted. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis, if it is explanted in the future. The surgery has not occurred, so allergan has not received the device nor performed analysis at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage." Caution: care must be taken during and adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."

Event description:
Pt reported their lap-band system "has a port rupture." Pt stated the problem was first noticed when the pt received multiple adjustments, and the lap-band "wasn't staying full." The reported event has not been confirmed by a healthcare professional.